Event description:
This is being filed to report a single leaflet device attachment that required intervention. It was reported a patient presented with grade 5 functional tricuspid regurgitation (tr) and thin leaflets. A mitraclip procedure was performed with an xtw (20503r219) as the first clip. There was a lot of chordal interaction prior to grasping the central septal and anterior leaflets, and it was noted that imaging was difficult due to the anatomy. After successful leaflet assessment, the xtw was implanted on the tricuspid valve. After deployment it appeared as though the septal leaflet did not have a good grasp. During placement of the second clip (xtw-20503r214), the first clip appeared to have detached from the septal leaflet. A single leaflet device attachment (slda) occurred. Additionally, there was no direct clip to clip interaction. The second clip stabilized the slda and the tr was reduced to grade 4. Both mitraclips interacted with the chordae, but were able to be removed without damaging the tissue. There was no clinically significant delay in the procedure, no tissue damage, and no adverse patient sequelae. In the physician's opinion the slda was due to pre-existing patient anatomy. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported off-label use (indication for use) was associated with the use of a mitraclip to treat tricuspid regurgitation. The reported image resolution poor was associated with imaging difficulty. The cause of the reported difficult or delayed positioning (anatomy) associated with the clip interacting with chordae was due to procedural circumstances while positioning the clip in conjunction with the off-label use of a mitraclip to treat tricuspid regurgitation. The cause of the reported incomplete coaptation (intraprocedure) appears to be due to challenging patient anatomy (thin leaflets) in conjunction with the off-label use of a mitraclip to treat tricuspid regurgitation. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.